Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a detached downstream occlusion (dso) seal. Functional testing was able to duplicate the reported problem. It was determined that the defective dso sensor was the root cause. The dso sensor and dso seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibits an occlusion alarm constantly. There was unknown patient involvement.